Event description:
Customer reports difficulty breathing. Md seen and prescribed an inhaler.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. During the clinical investigation the customer refused to answer the questions required to complete a thorough investigation. The customer did state that the md was unable to pin point what was causing his symptoms. Reporting for due diligence.